Event description:
The physician began treatment with the cerene cryotherapy device. Approximately 90 seconds into nitrous oxide treatment, the device showed error code 390, stopping treatment. The physician removed the device and elected to use another device. The procedure was completed with a full treatment, and the patient was discharged. No adverse events were reported. Evaluation of the log data from the returned device showed that the device was paused ~75 seconds into nitrous oxide treatment with ec390 reported 15 seconds later when the device was not un-paused within the allowable window. As there were no issues observed with the device during re-testing, this was determined to be user error.

Manufacturer narrative:
Any interruption of treatment can potentially lead to a user electing to perform a repeat endometrial ablation, which can pose a serious risk to health. Labeling for the cerene cryotherapy device states that the "treatment status and next steps" for error code 390 is "uterus partially treated, end procedure, do not re-treat." No injury or adverse events were reported.